Manufacturer narrative:
The correction of b5 describe event and problem, d4 catalog # and h4 manufacture date deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 2nd may, 2023 getinge became aware of an issue with one of surgical lights - powerled. Based on photographic evidence the headlight cover was cracked with possible missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 2nd may, 2023 getinge became aware of an issue with one of surgical lights - powerled. Based on photographic evidence the plastic plate was cracked with possible missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous d4 catalog # ard568443010c. Corrected d4 catalog # ard568370906. Previous h4 manufacture date: 2010-05-01. Corrected h4 manufacture date: 2010-02-03. Getinge became aware of an issue with one of surgical lights - powerled. Based on photographic evidence the plastic plate was cracked with possible missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. According to the information provided by getinge technician, holding plate (ard368332555 - pwd stop segment holding plate) was replaced. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to broken holding plate which could be considered as technical deficiency, and in this way the device contributed to the event. Provided information indicate that upon the event occurrence, the device was not being used for patient treatment. The issue was detected by getinge technician during performing the maintenance. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue cracked cover with missing particles on powerled and hled surgical lights, there is no event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio for detached cover or its particles is low. As stated by the subject matter expert at the manufacturing site, all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The holding plate damages are due to impacts, collisions (abnormal use) or the spacer has been forgotten during assembly or a maintenance (stressed by screw). The operating manual (powerled¿s instructions for use 01581 rev. 9, page 27) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the impacts, it is recommended to perform corrective maintenance to rectify the default after its detection. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 2nd may, 2023 getinge became aware of an issue with one of surgical lights - powerled. Based on photographic evidence the plastic plate was cracked with possible missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The initial reporter was the getinge technician. Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled. Based on photographic evidence the headlight cover was cracked with possible missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.